Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information from uno legal litigation with an allegation of asthma (new or worsening). There was no report of medical intervention and will be reported as a serious injury and product problem. The device has not been returned to the manufacturer for investigation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a legal representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The following sections have been updated to reflect the new information provided: a1, b1, b2, b3, e1, g2, and h6.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
H3 other text : device not returned to manufacturer.